Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a follow-up appointment, episodes of noise were noted in the arrhythmia logbook. Additionally, impedance measurements were fluctuating on the right atrial (ra) lead. The noise was able to be reproduced. An x-ray was performed, it was confirmed that the lead had a sharp 90 degree angle at the position of the clavicle. As a fracture was suspected, this lead was surgically abandoned. No adverse patient effects were reported.